Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar insertion in a laparoscopic inguinal hernia repair, the balloon physically broke. Another identical product was used to resolve the issue. No patient injury.